Event description:
It was reported that seven days after a skin lesion was excised from the left thigh the patient developed a skin infection. The suture was removed and the site was cleaned. The patient was placed on oral antibiotics. The original skin lesion excision was performed in the doctor's office.